Manufacturer narrative:
As reported, while inserting a 6f/7f mynx control vascular closure device (vcd) through a 6f 10cm non-cordis sheath, the physician noticed that the sealant sleeve had split prematurely exposing the mynx sealant which had started to expand. The physician removed the device from the sheath, set it aside, and used another 6f/7f mynx control vcd to successfully close the patient's left femoral artery. No harm, nor injury occurred to the patient. The procedure was a peripheral artery disease (pad) intervention via the left femoral arterial access. The device was prepped by the tech as per the instructions for use (IFU). Both the physician and tech are trained to the device. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in manufacturing position and fully covered by the sealant sleeves. In regards of the sealant sleeves conditions, a kinked condition was observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned, and it was not inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit length was attempted to be performed; however, it could not be executed due to the kinked observed condition on the sealant sleeves, which did not permit an accurate measurement to be carried out. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A functional analysis was executed using the returned csi, which was tested by being inserted on the unit and being withdrawn from it. During this analysis, no friction or resistance was perceived. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed since the sealant was still in its manufactured position and fully covered by the sealant sleeves. The exact cause of the issues experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or access site vessel characteristics (which was not provided) may have contributed to the damaged condition of the sealant sleeves noted, and the subsequent impedance during insertion, especially since the insertion/withdrawal test was performed successfully with the received procedural sheath. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while inserting a 6/7f mynx control vascular closure device (vcd) through a 6f 10cm non cordis sheath, the physician noticed that the sealant sleeve had split prematurely exposing the mynx sealant which had started to expand. The physician removed the device from the sheath, set it aside, and used another 6/7f mynx control vcd to successfully close the patient's left femoral artery. No harm nor injury occurred to the patient. The procedure was a peripheral artery disease (pad) intervention via the left femoral arterial access. The device was prepped by the tech as per the instructions for use (IFU). Both the physician and tech are trained to the device. The device and the sheath used will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while inserting a 6/7f mynx control vascular closure device (vcd) through a 6f 10cm non cordis sheath, the physician noticed that the sealant sleeve had split prematurely exposing the mynx sealant which had started to expand. The physician removed the device from the sheath, set it aside, and used another 6/7f mynx control vcd to successfully close the patient's left femoral artery. No harm nor injury occurred to the patient. The procedure was a peripheral artery disease (pad) intervention via the left femoral arterial access. The device was prepped by the tech as per the instructions for use (IFU). The device and the sheath used will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while inserting a 6/7f mynx control vascular closure device (vcd) through a 6f 10cm non-cordis sheath, the physician noticed that the sealant sleeve had split prematurely exposing the mynx sealant which had started to expand. The physician removed the device from the sheath, set it aside, and used another 6/7f mynx control vcd to successfully close the patient's left femoral artery. No harm nor injury occurred to the patient. The procedure was a peripheral artery disease (pad) intervention via the left femoral arterial access. The device was prepped by the tech as per the instructions for use (IFU). Both the physician and tech are trained to the device. The device and the sheath used will be returned for evaluation.